Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was peeling at the ok button, leakage was found through the peeling keypad, the pump was unresponsive to the keypad buttons, adhesive/contamination was found under the button contacts, the pump was warm to the touch, and there was evidence of moisture observed in battery compartment and keypad flex connector.

Event description:
The keypad on the pump is reportedly peeling. The pt was unable to verify if the pump was unresponsive to the keypad since the pump was frozen on the verify screen.